Event description:
Affiliate reported that the sensor cable has stripped. The plastic sheath was separated from the metal sensor. It was also mentioned that the device has been damaged further to pt movement. A new icp sensor had to be implanted on the pt in intensive care unit. No other clinical consequence.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the complaint has been confirmed. The supplier performed this eval. During the eval a review of quality records was conducted and prior to distribution this device met all mfg and quality/inspection specs. The catheter was also evaluated and the following observations were noted: the pressure sensor and sensor case have been torn off and were not returned. The catheter material has been torn out of the strain relief at the connector (connector detached). The wires are pulled out of the catheter - 26cm wire is exposed. No testing was possible. Based on the above eval it appears that improper use has caused the actual damages and non-functional condition. It could also be attributed to pt movement as reported by the customer. This however, could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.